Event description:
During the procedure, the clinician inadvertantly covered the right renal artery. The attempt to pull the cuff down slightly appeared to work. However,the next day it was observed there was no urine output and the creatinine level had risen to 3.0. The clinician believes that during the procedure, when the aorta was ballooned, calcium deposits were greater than expected and the aorta split. Patient is currently on dialysis. There was no allegation of product deficiency made by the clinician.